Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a (B)(6). Product. Towards the end of the procedure, the physician noticed a "a moderate to large effusion". The caller does not know the size of the effusion. Confirmed that the effusion was located around the right ventricle and left ventricle. The effusion was confirmed via intracardiac echo. Anesthesia initially noticed a drop in blood pressure which prompted the physician to check for an effusion. A pericardiocentesis was performed and they removed 650ml of fluid. They did not have to remove any more fluid since then. When they performed an abg, they confirmed it was venous blood. The patient was stable during the procedure. There was no additional intervention. They only used the farawave¿ nav pfa catheter for ablation. The patient was stable and "doing well" as of that morning. No additional information was provided at this time. The caller stated that when the effusion was discovered the octaray was not in the body, only the (B)(6) cs and the soundstar catheter. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).